Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of luer connector disconnection is confirmed, use related. The product returned is one 4 fr dual lumen powerpicc. Use residue is present, including an apparent precipitate in the non-power extension leg. The red luer connector is disconnected. The catheter is trimmed to 25 cm distal to the suture wing. The clamp of the power extension leg is also separate from the assembly. The printing on the power extension leg is worn and the tubing is highly deformed. One photo is also present, showing the catheter which was returned, along with a needleless injection hub attached to the red luer, disconnected from the tubing. The distal tip of the catheter appears to have been trimmed with a sharpened instrument. The tear surfaces at the luer disconnection are rough and jagged, consistent with tensile damage. Small areas of radial striations also indicate tensile failure on each surface. Tensile weakness is present within the power extension leg. As the catheter is heavily worn and the damage is consistent with the reported event, the complaint is confirmed as use related. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
Per sales rep, the facility reported that the patient was transferred from pet scan table to stretcher when the PICC line caught under the board (presumed) and the hub was found to be broken off. The PICC line was removed and a new line was placed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaz1577 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that the patient was transferred from pet scan table to stretcher when the PICC line caught under the board (presumed) and the hub was found to be broken off. The PICC line was removed and a new line was placed. No patient injury was reported.